Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy, only half of the sureform 60 instrument's reload fired. Follow up with the robotics coordinator confirmed gastric tissue was pushed out of jaws resulting in malformed staples but no cutting. A third-party stapler was used to resect a smaller gastric pouch and the procedure was completed robotically.

Manufacturer narrative:
Based on the current information provided, the cause of the tissue push is unknown. The product was evaluated by intuitive surgical, inc. (Isi) and while the customer reported firing failure was confirmed by the system logs, the sureform 60 instrument passed all in-house testing, including a successful firing sequence. The black sureform 60 reload associated with this event was discarded by the site, thus not available for failure analysis. A follow-up MDR will be submitted if additional information is obtained. Logs show part number 480460-09, lot number l16221118-0542, was installed on the system 7 times and fired 6 reloads (1 blue, 1 black, 3 green, 1 black, in that order). There was no clamping or firing attempted on the 2nd installation. On the 2nd, 4th, and 6th installations, the system failed to detect the reload color and the user manually selected the reload color via the guided user interface (gui) on the surgeon side console (ssc) touchpad. The first 5 firings were completed with no pauses for compression. On installation 7 (6th firing), there was a completed clamp, followed by a firing failure (error 22030) at ~20% completion after a duration of 50 seconds. Max torque during the firing was 701 n. There was 1 aborted clamp during the procedure, however all other clamps were successful. There were no incomplete clamping or unclamping attempts by this instrument. Error 22030 was the only stapler related error in the master supervisory controller logs. This event is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy, only half of the sureform 60 instrument's reload fired. Gastric tissue was pushed out of jaws resulting in malformed staples but no cutting. A third-party stapler was used to resect a smaller gastric pouch and the procedure was completed robotically.